Manufacturer narrative:
No device information was provided; therefore an investigation was unable to be performed and a cause of the reported event was unable to be determined.

Event description:
A physician presented a case at a snis/joint cerebrovascular section fellows course, where he noted a 'gore-tex' was used in a carotid grafting procedure, following which, the patient presented with infection. Additional information received from the reporting physician states that he "removed the patch graft and performed a proximal external carotid artery to distal internal carotid artery anastomosis. The patient did well without any permanent adverse effects. This is all the information I have. There was no defect with your product that I am aware of."